Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks using the legacy coolcurve plus applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician approximately five months after the treatment. The patient first noticed symptoms four months after treatment. The patient's tissue was described as firm with greater volume. Visibly englarged tissue volume was observed.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: d1, g1, h7, h9.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks using the legacy coolcurve plus applicator and may have developed paradoxical adipose hyperplasia. The patient was evaluated by a physician approximately five months after the treatment. The patient first noticed symptoms four months after treatment. The patient's tissue was described as firm with greater volume. Visibly englarged tissue volume was observed.